Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with very strong pain, which occurred seven days after the sensor had been inserted in the arm. On (B)(6) 2023 the patient removed the sensor and had an abscess; on (B)(6) 2023 he went to the hospital and was hospitalized. At the hospital, the patient was treated with IV antibiotics. The patient was discharged on (B)(6) 2023. At the time of the report the patient had recovered. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).